Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-1927psf-3 peek corkscrew anchor cracked after only a few spins. Surgeon opened another ar-1927psf-3 peek corkscrew anchor from a different lot number and the same thing happened. After inserting the anchor and a couple of spins, it broke. Everything was removed from inside the patient and surgeon complete the case with a third ar-1927psf-3 peek corkscrew anchor from the same lot number as the first anchor that broke. This was discovered during an rcr procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.